Event description:
Pt reported that reporter's back to back test readings on the pt's ss meter were 350, 450, 388 and 240 mg/dl (59% difference). Pt thinks, pt used different finger sticks. No symptoms were reported. Control solution test reading (114) was in range (85-128). Lfs rep reviewed proper storage of supplies and usage of control solution. There was no allegation of harm.